Event description:
Patient noticed the display screen on his heartmate 3 controller change slowly over time. Electronic interface of controller appears unaffected at this time but due to concern for water damage or condensation decision was made to exchange controller out.